Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the battery cannot charge properly. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported.

Manufacturer narrative:
The customer replaced the battery to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.